Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas and alleged the patient experienced a blood glucose of 300mg/dl, with nausea, and small ketones, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the basal delivery totals in total daily dose matched the active basal program total. The basal history matched the active basal program settings. The bolus totals did not match. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
The patient allegedly experienced trace to small amount of ketones on and off and once it went up to moderate. The incident of moderate ketones makes the alleged adverse event a serious injury and therefore a reportable incident.